Event description:
It was reported that during a da vinci assisted myomectomy procedure, the fenestrated bipolar forceps had a broken cable. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was found to have damage of the conductor wires insulation. The instrument failed electrical continuity. No thermal damage was observed. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The instrument was found to have indentations on the bipolar yaw pulley.